Manufacturer narrative:
A.4. Patient weight: asked but unavailable. B.7. Other relevant history, including preexisting medical conditions: asked but unavailable. D.10. Concomitant medical products and therapy dates: asked but unavailable. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment whereby a cook fenestrated graft was relined using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. It was reported that the first stage of deployment was performed for the tambe device and the proximal trunk deployed to 100% instead of 50%. The portals were still constrained. The black nut of the delivery handle was fully down and was unable to be moved up. The device was unable to be reconstrained. The back up deployment hatch was utilized to cut and pull the constraining loop. It was pulled slowly, but there was no movement of the proximal end of the device. It was suspected that the constraining loop may have been outside of the lockwire. The sma was cannulated, and the device was deployed successfully. A reintervention will be performed on a different day to finish the case.

Manufacturer narrative:
H.6. Investigation findings for analysis of production records: code c21 updated to code c19 h.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation conclusions: code d16 remains unchanged.

Manufacturer narrative:
A.1. Patient identifier: corrected. B.5. Event description: updated event description added. H.6. Medical device problem code: code a150103 updated to code a150101. H.6. Type of investigation: code b15 added. H.6. Type of investigation: code b15 - the device remains implanted, and the delivery catheter was discarded at the facility. An analysis of relevant data was performed in view of supporting the identification of possible causes of the event. H.6. Investigation findings for analysis of information provided by user/third party: code c19 added. H.6. Investigation findings for analysis of information provided by user/third party: code c19 - the device evaluation was performed based on the event description reported to gore. No devices or images were returned. The report from the physician could not be confirmed. The root cause for the reported issue is unable to be determined with the available information. No manufacturing deficiencies were identified. H.6. Investigation conclusions: code d16 updated to code d15. H.6. Investigation conclusions: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, the safety and effectiveness of the gore® excluder® thoracoabdominal branch endoprosthesis has not been evaluated in patient populations including, but not limited to, revision of previously placed stent grafts.

Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a zone 6 thoracoabdominal aortic aneurysm whereby a cook fenestrated graft was relined using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. It was reported that the first stage of deployment was performed for the tambe aortic component and the proximal trunk deployed fully instead of remaining at an intermediate diameter. The portals were still constrained, suggesting that the secondary sleeve was still intact. The black nut within the transparent knob housing of the delivery catheter handle was at the trailing end of the catheter, suggesting that the proximal end of the device should have been constrained as usual. The black nut was unable to be moved toward the leading end of the catheter. The proximal end of the device was unable to be constrained. The backup deployment hatch was utilized to cut and pull the constraining loop. It was pulled slowly, but there was no movement of the proximal end of the device. It was suspected that the constraining loop may have been outside of the lockwire. The superior mesenteric artery (sma) was cannulated, and the sma device was deployed successfully. The tambe device was fully deployed. A reintervention will be performed at a later date to complete the tambe procedure. There were no further reported issues. The patient tolerated the procedure.